Event description:
A report was received that the patient was experiencing a burning or stinging sensation around the ipg site whether the device was on or off. The site felt a little warm to the touch. The physician believed it was a type of inflammation and gave the patient a shot of cortisone. The issue was resolved and the patient was reportedly doing well.